Event description:
Initial rptr indicated that "earlier today she had a pt in her office and rec'd on the sys diagnostics test a lead impedance high, indicating a possible lead malfunction. It was additionally reported that the pt has not had any recent trauma or falls and they are a twiddler, is non-verbal and could have possibly fallen while having a seizure. X-ray reviewed by MFR showed a gross lead discontinuity distal to the positive electrode. Revision surgery is likely.

Manufacturer narrative:
Results: review of x-rays by the MFR revealed a gross lead discontinuity. Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.